Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The complaint device was returned for analysis. Since no gripper line was visible at the clip and was observed to be looped around the inside the gripper lever, the reported gripper actuation issue could not be replicated in a testing environment. The gripper line was confirmed to be broken into two pieces. Based on the measurement of the gripper line, it appears that the gripper line broke at the middle of the gripper line, and thus around the clip area. The broken ends of the gripper lines showed evidence of stretching and necking, and thus likely broke as a result of tensile forces. Potential causes for gripper line break leading to gripper actuation issue can be caused by, but are not limited to, manufacturing anomalies (kinked/bent/damaged gripper line), patient morphology, user technique and procedural conditions (procedural circumstances influencing the ability to actuate the grippers). With respect to patient conditions and/or procedural conditions, the reported gripper line break resulting in the gripper actuation issue, may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device) and/or unintended curves on the device applied to the device by the user. With regards to user technique, the frequent cycling of the grippers or retracting the gripper lever too far (resulting in damage to the grippers), can cause the reported issues. In this case, it is possible that the cycling/actuation of the grippers during the procedure and procedural interactions caused increased tension on the gripper line such that the gripper line broke resulting in the gripper actuation issue. With regards to failure to adhere or bond to the leaflets, the difficulty in grasping the leaflets was related to the patient anatomy/procedural conditions. Therefore, based on the information reviewed, the reported gripper line break leading to the grippers unable to actuate and failure to adhere or bond appears to be related to patient/procedural conditions and not a product quality deficiency. A review of the device history record revealed no non-conformances for the lot that would have contributed to the reported complaint. Additionally, a review of the complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the inability to raise the grippers of the clip delivery system (cds) which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and challenging leaflet anatomy. The clip delivery system (cds 409065u1/50) was advanced to the mitral valve leaflets. Several grasping attempts were needed due to the leaflet anatomy and heart rhythm. After the grasping attempts, it was no longer possible to raise the grippers. It was believed that there was no longer contact with the grippers; therefore, the clip was closed and the cds was removed and replaced. A new cds was used successfully. Two clips were implanted and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of manufacture corrected to 09/2014.